Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by the presence of abdominal pain, which warranted hospitalization and antibiotic therapy. The etiology of the events is unknown; therefore, causality cannot be established. Prolonged antibiotic treatment, previous bacterial peritonitis, and bowel-source infections are accepted as prominent risk factors for fungal peritonitis. Based on the information available, the liberty select cycler and/or liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2020 for abdominal pain. Peritoneal effluent fluid cultures were obtained prior to admission and were positive for yeast (specifics not provided). The patient was diagnosed with peritonitis and currently remains hospitalized. The pdrn stated the patient is being treated with ip vancomycin 1.5 grams (frequency, duration unknown) and ip ceftazidime 1.5 grams (frequency, duration unknown). The pdrn stated he has no additional information at this time.